Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient stated they were looking for a new physician to work with their pump. Patient stated current healthcare provider (hcp) was having a hard time helping patient finding someone new that was closer to them. Patient stated they just had knee surgery and had their pump filled on (B)(6) then stated (B)(6) while in the hospital for the knee surgery. Patient inquired if someone there or around there could help them. Patient stated their pump (battery) was not dead yet but it was dying. Agent called patient back to clarify and patient stated the pump was implanted on (B)(6) 2018 so it was dying. Patient stated the pump was making 'all kinds of noises,' and then stated they started seeing 8532 on ptm 'last week - like last friday.' When agent inquired about pump alarm date, patient stated, 'just like the past weekend,'and stated the pump was alarming every time they stand up to walk. When agent inquired about pump alarm, patient stated the alarm was like several tones for about 10 seconds and was doing several things, and at first, they thought it was music around them. The patient stated the pump was on, functional, and not dead yet. Patient mentioned hcp tried to reach out to someone without success but agent unable to determine who patient was referring to. Additional information was received from the patient reporting calling back to ask for the meaning of code 8532. Patient stated they had been getting code since (B)(6) 2025 when they had their refill. Patient stated she had appointment tomorrow with healthcare provider (hcp) office to discuss the pump replacement. Agent reviewed meaning of code and recommend patient consult with hcp for next steps.